Manufacturer narrative:
Analysis was unable to reproduce the issue and all test passed successfully. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system was cycling power when the power button was held down. There was no patient present when the issue occurred.